Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service history maintenance review was performed. The investigation of the complaint articles indicates that the: service history review: lot #004399 a service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 3-nov-2011. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A service history maintenance review was performed. The investigation of the complaint articles indicates that the customer reported the collar was sticking. The repair technician reported the motor was running slow, and the nose cone was stuck. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: handle (new lot #005780), circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer on 7-apr-2015. The evaluation was confirmed, the component was repaired and tested to operational specifications and returned to the customer. No cause was observed; no manufacturing or design issues were noted. No corrective action is required at this time. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the collar of the hand piece for battery powered driver sticks. This was discovered during testing, no case or patient involvement. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.